Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable, "adjust belt" messages, "check therapy pad" messages) has been confirmed. Upon investigation, the electrode belt failed a functional te (therapy electrode) fall off test and the dn (distribution node) to rear te cable was pulled from strain relief. There was a broken solder joint connecting the rear pulse wires inside the distribution node (dn). The cause of the broken joint was the pulled cable. The cause of the test failure and reported alarms was the broken solder connection. The root cause of the pulled cables was excessive force on the cable section. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had a damaged cable and that a patient was receiving "adjust belt" and "check therapy pad" messages.